Event description:
It was reported the pt's stimulation is turned off. The pt is experiencing pain at her scs ipg pocket site. The pt was advised to consult with her physician to evaluate the pain. Follow-up identified the pt has started experiencing her charger warming then turning hot during charging. At this time, it is unknown whether a replacement charger resolved this issue. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.